Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08735 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test. Device was programmed with a 5.0 unit bolus. The bolus delivered properly. No air bubble anomaly noted. Device uploaded properly using carelink. Device had cracked display window, cracked case at display window corner, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube, cracked reservoir tube lip and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia as well as diabetic ketoacidosis, on (B)(6). The customer blood glucose level was 300 mg/dl at the time of incident and the current blood glucose level was 177 mg/dl. The customer was assisted with troubleshooting for high blood glucose troubleshooting. The customer was treated with insulin drip, connected insulin pump, intensive care unit had lantus and nova log at hospital. The customer stated that the symptoms such as nausea, vomiting, stomach pain and hard to breath. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer states the drive support cap appears normal. Customer reports insulin exited at the quick release. Customer states cannula was not bent but bloody. Customer states site was not actively bleeding at time of the call. Customer was on medication such as aspirin that might cause bleeding. Customer reports bleeding persists. Customer reports that they did not receive medical treatment as a result of the site issue. Customer states they performed the high pressure test and it passed. Customer states they ran a self-test. Customer states insulin pump had crack on the top of the reservoir slot and battery slot. The insulin pump will be returned for analysis.